Manufacturer narrative:
The reported events of intermittent capture and r wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead were normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2023-22246. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited intermittent capture and r wave amplitude variation. Patient presented to emergency room after experiencing syncope episodes. During the lead revision procedure, it was noted that the stylet was difficult to remove from the new implanted rv lead and the lead helix was not able to retract. The lead was not used and the procedure was completed using an alternate lead during procedure on (B)(6) 2023. The patient was stable.